Event description:
A patient reported experiencing inaccurate erratic results with an ot basic original meter. The patient's blood glucose results were 317 mg/dl, 148 mg/dl. Tests were done 1 minute apart with a difference of 64%. Patient did not experience any adverse events. No further information has been reported.